Manufacturer narrative:
(B)(4). The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Malpositioned stent, stent obstruction, iop elevation, decreased vision, and uveitis are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA: 11-3-2016.

Event description:
The surgeon reported that an istent patient presented postoperatively with iop spikes which were at first thought to be steroid responder related. During postoperative gonioscopy exam the surgeon reported that the istent was implanted in the trabecular meshwork and tilted with iris obstructing the opening of the stent. A medical monitor consult was initiated on (B)(6) 2016. Clinical follow up was requested and on 10/27/2016 the surgeon provided the following details. Cataract surgery with istent implantation was uneventful. The status of the implanted stent as confirmed by postoperative imaging was reported to be malpositioned. The malpositioning resulting in uveitis and pressure spikes. The stent is planned to be explanted on (B)(6) 2016. The patient continues to have uveitis, ocular hypertension and decreased visual acuity. Additional information will be requested.

Manufacturer narrative:
Device evaluation: visual inspection of the stent found no issues with the stent. (B)(4).

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, describe event or problem, explant date, device available for evaluation?, device evaluated by MFR?, evaluation codes. (B)(4). Submitted to FDA on 11/21/2016.

Event description:
The surgeon reported that the istent was explanted on (B)(6) 2016 and that another istent was not implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Clinical follow up was requested and on (B)(6) 2017, the surgeon provided to following additional event details. The istent was explanted and the patient will require a trabeculotomy for the ongoing elevated iop. At the time of the initial postop, iop elevation the patient was on the same glaucoma medications as compared to pre-op and was compliant. In the surgeon's opinion the iop elevation was caused by the patient's worsening of their preexisting ocular hypertension/glaucoma disease.